Event description:
This report is 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed the returned drill bit was returned with the shaft broken at one edge of the color band. The epoxy ink appears to be intact, with no voids. Based on the condition of the returned device and evaluation, the complaint is deemed indeterminate.

Event description:
It was reported that during a femoral osteotomy case, the surgeon drilled through the proximal femur for the osteotomy. The drill bit broke at the blue stripe on the drill bit. All pieces were retrieved from the bone and from the power drill equipment. The surgeon selected another identical drill bit and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. New information was received (B)(6) 2013.